Event description:
It was reported by the dealer that the unit is not starting, it was intermittent for awhile before; this is a rental unit. No report of patient injury, no additional information provided.